Event description:
It was reported that the patient had an accolade stem and was experiencing thigh pain. On (B)(6), the sales rep indicated the medical reason for this revision surgery was solely due to thigh pain lasting a span of three years. No specific issue was noted.

Event description:
It was reported that the patient had an accolade stem and was experiencing thigh pain. On 11/5, the sales rep indicated the medical reason for this revision surgery was solely due to thigh pain lasting a span of three years. No specific issue was noted.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. The device was not returned for analysis. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot.the exact cause of the event could not be determined because insufficient information was received.

Manufacturer narrative:
Additional devices listed in this report: cat # 6570-0-036, lot # 705330, description: delta v-40 ceramic head 36/-5; cat # 623-00-36e, lot # unknown, description: trident 0° x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because the patient kept them. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept devices.